Manufacturer narrative:
Follow-up #1: date of submission 10/02/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was powered on and "call service - sleep error" appeared on the display. The blank display was not confirmed.

Manufacturer narrative:
Correction to the device evaluation results. Follow-up #2: date of submission 10/4/2013: device evaluation: the device has been returned and evaluated by product analysis on 09/13/2013 with the following findings: testing confirmed pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.